Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doppler was not working properly. The volume was low and the volume control had little or not affect. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doppler was not working properly. The volume was low and the volume control had little or not affect. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The customer biomedical engineer reported that they are using another portable doppler and that the iabp is working.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doppler was not working properly. The volume was low and the volume control had little or not affect. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.